Manufacturer narrative:
It was noted that the device is not available for evaluation. The following devices were also listed in this report: unknown dual geometry stryker cup; cat #: unknown; lot#: unknown. Unknown stryker head; cat #: unknown; lot #: unknown. Unknown acetabular screws; cat#: unknown; lot #: unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right hip revision for infection. Head and insert swap.

Manufacturer narrative:
An event regarding infection involving an unknown liner was reported. A review of the available x-ray by a clinical consultant did not confirm infection but did confirm wear of the liner. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: a review by a clinical consultant noted: there is polyethylene wear of the liner as evident by the eccentric position of the femoral head in the liner in combination with severe osteolysis of the greater and lesser trochanteric bone. Calculation based upon femoral head eccentricity shows a total poly wear of 1,9-mm. It remains quite well possible that the clinical picture during revision has been one of infection with a large amount of milky fluid and turbid debris in the joint suggesting infection without actual proof by positive bacteriological cultures. There is just no information about type and duration of clinical symptoms, lab infection markers, hip aspiration bacteriological results and more to verify how certain the diagnosis of infection actually was. Conclusions: a review by a clinical consultant concluded: infection is primarily a procedure-related complication generic to every arthroplasty with sometimes additional patient-related risk factors about which there is no explicit information in this case. Further information such as device details, return of device, operative reports, additional x-rays, pathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. The following devices were also listed in this report: unknown dual geometry stryker cup; unknown stryker head; unknown acetabular screws; unknown omnifit stem. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Right hip revision for infection. Head and insert swap.